Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with defect found (e7). Test strips not returned for evaluation. Final root cause: rc-001-miscellaneous user induced contamination on the strip connector. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with tests results from results obtained of 60, 37, 353, 426 and 71 mg/dl. Customer stated that he has two meters and he is using the same vial of test strips, that the results vary a lot. Customer was also concerned with meter to meter comparison results of 125 mg/dl using meter and 70 mg/dl using his other meter. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 252 mg/dl and 199 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/31/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).